Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the electrode array was fully retracted. The device returned has residues which is evidence of use/handling. The device is slightly bent. A functional evaluation extended and retracted the tines, some resistance was found due to residues in the tines and cannula bent. The tines were evenly spaced and undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that they were unable to open the tines. A radiofrequency ablation procedure was being performed in the patient's liver. A 3.0/15/15 leveen¿ coaccess¿ was selected and positioned in the patient. However, they were unable to deploy the tine. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients status is fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that they were unable to open the tines. A radiofrequency ablation procedure was being performed in the patient's liver. A 3.0/15/15 leveen¿ coaccess¿ was selected and positioned in the patient. However, they were unable to deploy the tine. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients status is fine.